Event description:
On (B)(6) 2010, patient reported she has spilled a small amount of insulin in the cartridge compartment. Patient stated she would use a cotton swab to dry the insulin out of the compartment. Advised patient to attach the infusion adapter and infusion tubing on the insulin cartridge prior to inserting a new cartridge into the infusion device. Patient reported she has noticed a slightly abnormal noise during the bolus and priming of the infusion device since then. Advised patient to change the battery. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.